Manufacturer narrative:
A software investigation was initiated and software logs were reviewed. The alleged inaccuracy was not reproducible. The software was functioning as designed, there was no failure of the software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cervical spine t4-t1 procedure, the infinity instruments were navigating longer than expected. The site was using an articulating arm with the small cranial frame, positioned about 12 inches away from the furthest level (t1). After 1st spin, passive planar probe navigated accurately. Site swapped to drill and observed 4-5mm inaccuracy with the software showing the instrument 4-5mm deeper than physical location. Trajectory was still accurate, only depth was not. All other instruments then showing the same inaccuracy, including the passive planar probe. They removed and re-added toolcards and reverified instruments with no resolution. Taking a new imaging spin also did not resolve. Since january, this issue has only been observed in cervical cases with infinity instruments, but infinity was also used prior to january with no observed accuracy issues. The instruments were displaying approximately 5mm longer in the software than its anatomical location. After the imaging spin, the passive planar probe showed navigation accuracy was okay, and the issue was only observed with the infinity instruments. Initially the surgeon was accurate, even with infinity, and the inaccuracy seemed to increase as the case continued. The clinical specialist (cs) followed up for further troubleshooting and system checkout. She attempted multiple spins with multiple positions and distances of the reference frame on both sides of the imaging system without being able to replicate the issue. She attempted combinations of vertex and infinity in the toolcards, but it would not allow her to verify with both added. She also confirmed that none of the procedures had vertex and all had infinity only. It was confirmed that "the infinity 3.0 tap, infinity 2.4 drill guide, the infinity driver, stealth midas with 14mh30 bit, and the blunt passive planar probe all with the same inaccuracy. It was 4-5mm deep." There was no delay to the procedure. There was no reported impact on patient outcome. Engineering log review did not indicate any software failure. Unable to reproduce alleged inaccuracy. Per further details regarding case passive planar was accurate, then infinity and all other tools (including passive planar) became inaccurate. This indicates something has moved between registration and navigation tasks.